Manufacturer narrative:
The device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the during the attempted implant of the implantable cardioverter defibrillator (ICD) oversensing was noted. The lead was tested on the analyzer and there were no issues. The ICD was not used and another device was successfully implanted. The lead was hooked up to a new device and no issues were observed. No patient complications have been reported as a result of this event.